Event description:
The patient was in the operating room for a laparoscopic appendectomy. He had an IV and had maintenance IV fluid running. The physician connected secondary tubing to infuse an antibiotic. When the antibiotic finished the physician disconnected the secondary tubing. The IV site was covered by the drape and not visible. At the end of the procedure they looked at the floor and saw blood. They discovered the blue cap had been damaged and that the patient was back flowing blood up the tubing and out the damaged port. The tubing was later inspected and it was discovered the secondary tubing had been broken off inside the blue port.====================== manufacturer response for primary IV set, hospira primary IV set 120 inch (per site reporter)======================unknown, or educator said she would be contacting the company to discuss the issue.====================== manufacturer response for secondary IV set, hospira secondary set 34 inch (per site reporter)======================unknown, or educator said she would be contacting the company to discuss the event.